Manufacturer narrative:
Device code has been changed from "bent" to "no known device problem" internal complaint number: (B)(4). Auto number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro branch went into the jaws of the cautery and got stuck in the middle of it. In order to get the jaws off the branch, she had to cauterize it until it came off, causing thermal damage to the vein. She ended up having to take vein from the other leg in order to complete the case. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and blood, and charred tissue were observed. Tissue was found lodged within the cleaves of the jaws. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. There were no defects detected during the evaluation, there is no known device malfunction.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro branch went into the jaws of the cautery and got stuck in the middle of it. In order to get the jaws off the branch, she had to cauterize it until it came off, causing thermal damage to the vein. She ended up having to take vein from the other leg in order to complete the case. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro branch went into the jaws of the cautery and got stuck in the middle of it. In order to get the jaws off the branch, she had to cauterize it until it came off, causing thermal damage to the vein. She ended up having to take vein from the other leg in order to complete the case. A replacement device was used to complete the procedure.